Event description:
During a meniscal repair procedure it was reported that both anchors deployed at the same time. A ten minute delay was reported and none of the device was left unsupported in the patient. The procedure was completed successfully with a back-up device. No post-operative patient injury or complications were reported.

Manufacturer narrative:
Initial reporter: (B)(6). Device is not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. No further investigation is warranted at this time. (B)(4).